Event description:
It was reported that during a da vinci s hysterectomy procedure, the permanent cautery spatula (pcs) instrument was in a bent position, preventing removal of the instrument from the cannula by the surgical staff. Simultaneous removal of the pcs instrument and cannula was required. The planned surgical procedure was completed and there was no harm, adverse outcome or injury to the pt. Examination of the instrument by the surgical staff revealed that a piece from the pcs instrument tip was broken off and missing. The surgical staff was unable to locate the missing piece and it is unk if the missing piece fell into the pt.

Manufacturer narrative:
The permanent cautery hook instrument was not returned for evaluation, therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional info is received.